Manufacturer narrative:
To date, the device has not been returned to olympus for evaluation. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, the visera 4k uhd camera control unit had and e222(scope communication) error for no image. The issue was found during maintenance, so no procedure was impacted. There were no reports of patient harm.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and device evaluation. The device was returned to olympus for inspection, and the customer's complaint was confirmed. No image was produced. In addition, the following non-reportable malfunctions were found during the device evaluation: dust was found inside the unit and corrosion was present on receptacle pins. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation it is likely the reported issue was caused by a faulty video connector. However, the specific cause of the faulty video connector was not established at this time. Olympus will continue to monitor field performance for this device.